Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. The patient presented at the physician's office in 2002 complaining of increasing pain to the lower extremity since the catheterization procedure. The patient was sent to the cath lab at 8 days later for a femoral angiogram per pt's physician. At this time it was discovered that the patient had a partial occlusion of the common femoral artery. The patient was taken to surgery the following day and the surgeon stated that he saw the collagen in the tissue tract during the dissection down to the artery. A clot was removed from the artery and sent to pathology. No further complications were reported.